Event description:
It has been reported to philips that the allura system was intermittently having the geometry reset. The system was in clinical use at the time of the event, but no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed as planned after the geometry finishes restarting. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had issues with intermittent geo restarts. Review of the system log file showed that there was a malfunction related to the reported issue. Upon troubleshooting, fse found that the issue was due to either bad table height pot or l-arc rotation feedback. To resolve the issue, fse replaced the larc extension board, luc board v4, mvr medium larc xper, rotation drive larc and ad7(nt) heigth potmeter assy. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.